Event description:
The inclose-rm mesh was implanted in 2007 following a discectomy procedure for treatment of symptoms related to a herniated intervertebral disc at l2-l3. One week later, the patient experienced acute recurrence of radicular pain. An exploratory procedure was performed in 2007, at which time it was noted as per the physician that the device had expulsed while at lease one of the anchor bands was intact and the device was in continuity with the anulus. Device expulsion occurred in conjunction with a recurrent herniation at l2-l3, lateral to the implant site. No motor deficit was observed, and there was no damage to the nerve root. The physician removed the device without incident. There were no additional complications associated with the procedure and the physician was satisfied with the result.

Manufacturer narrative:
The device was not returned, and therefore no further evaluation could be performed.